Event description:
I received this email from amazon: we write to notify you of a potential safety concern with a product that you purchased on amazon.com. Please review the recalls and product safety alerts page for further details: https://www.amazon.com/your-product-safety-alerts. Product: mighty bliss electric heating pad for back pain, cramps, arthritis relief - extra large (xl 12"x24") - auto shut off - heat pad with moist & dry heat therapy options -hot heated pad - blue order ID: (B)(4). The u.s. Food and drug administration (FDA) has informed us that the product listed may not meet current mandatory or voluntary safety standards. I have 2 of these heating pads. FDA safety report ID # (B)(4).